Event description:
During the patient's vns generator replacement surgery ,it was observed that there was a fracture in the lead tubing. Diagnostic testing with the new generator found that the impedance was normal, so the lead was not replaced. No other information was provided.

Event description:
Analysis of the generator was completed on (B)(6) 2014. With the exception of the eri parameter (eri flag was set to ¿yes¿ due to a low battery condition), the device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.